Event description:
Healthcare professional reported "right side deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6a d9 e1 h3 h6. D6a corrected as 01/jul/2003 to fit within manufacturing timeline as only the year of 2003 is known. A visual analysis of the returned device identified: opening linear on anterior, crease fold, wear abrasion and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: striated opening on anterior, posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior, posterior and radius assessed as surgical damage.

Event description:
Physician reported "hole, non-specific" observed during surgery. The device has been replaced.